Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with an infusion set, stating that the pump was not delivering insulin to correct highs despite insulin delivery appearing active, with blood glucose around 250 mg/dl and elevated values persisting for two days; the user declined an infusion set change, no alerts or alarms were reported, and support arranged training and provided goodwill infusion sets and connectors. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer support troubleshooting and education with plans for training. Investigation of this case revealed insufficient evidence to confirm a device malfunction or infusion set failure. It was concluded that the cause of hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.